Manufacturer narrative:
H3: this event is reported based on the information provided by the customer and from historical data of a similar complaint. The customer reported two separate lot numbers 3145t038 & 3118t037 but only returned product for lot 3145t038. From the lot that was returned the reported issue of slippage was not confirmed. Evaluation of the returned product found when following the steps prescribed in the IFU, the bed connecting straps did not exhibit any slippage. Step 1b on the IFU application instructions states in order to limit unwanted adjustment, tie an overhand knot with the excess strap directly below the quick release buckle. Since no device design or manufacturing defect could be confirmed, the probable causes of the complaint could be improper application of the device. The instructions for use application instructions state insert the male end of the connecting strap into the female end of the short strap. Listen for a snapping sound. Pull firmly on the straps to ensure a good connection. To limit unwanted adjustment, tie an overhand knot with the excess strap directly below the quick-release buckle. Contraindications in the IFU state do not use this device with someone who has continued highly aggressive or combative behavior, self-destructive behavior, or deemed to be an immediate risk to others or to self. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer is reporting a complaint on product # 2551. (B)(6). Customer states that the male end of the quick release buckle is slipping. This is the 3rd occurance in the idn within 3 weeks. Advise tech services once the inspection results are available. Product lot# 3145t038 & 3118t037.